Event description:
A customer reported that a set leaked at the silicone segment. There was no report of patient harm and medical intervention was not required. The customer stated that no further patient or event information is available.

Manufacturer narrative:
(B)(4). Unable to determine the cause of the customer's reported leak. The customer stated the set has been discarded and is not available for evaluation.